Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device exhibited recommended replacement time characteristics less than two months post implant.